Event description:
Manufacturer identified a break in two lead coil wires during analysis of explanted product. Microscopy of the negative quadfilar coil identified pitting on the surface of the coil, indicating that stimulation was present for some time after the break occurred. The cause of the component failure could not be ascertained. The explanted generator was also returned for analysis. The pulse generator met visual and electrical test specifications. Device diagnostic testing was within normal limits. The elective replacement indicator was no, indicating that the generator battery had not reached end of life.